Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient went to her endocrinologist for a checkup due to chest pain and nausea. There they took a bg reading which was 697 mg/dl and the cgm reading was 52 mg/dl. The patient was taken to the hospital the same day and treated there with 3 injections of zofran (anti-nausea), 10 bags of fluids and IV insulin. The patient was discharged on (B)(6) 2024, she stayed 33 hours at the hospital. At the time of the report the patient was okay but experiencing blurry vision. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia.